Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned. Removed the sensor plug and inspected the plug assembly, no issues were observed. Simvivo test was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 2 days of wearing the adc freestyle libre sensor. No symptoms were experienced by the customer and ambulance was called as he was unable to check his glucose. Customer was treated orally with glucose and no further treatment was reported. There was no report of death or permanent impairment associated with this event.